Manufacturer narrative:
Date of initial report: 10/28/2008. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report states that during a vaginal hysterectomy, the pt sustained a superficial second degree burn on the labia minora. The doctor felt the burn was caused by steam generated by the device as there was no direct contact between the device and the pt skin. The burn was treated with silvadine. The pt recovered without issue.